Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ventricular assist device (vad) stop alarm occurred and the patient immediately exchanged the controller to the backup controller properly. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
###A supplemental report is being submitted for investigation summary. Additional product: d1: heartware ventricular assist system ¿pump d4: model #: 1104/ catalog #: 1104/ expiration date: 31-mar-2021 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date: 13-mar-2019 h5: no h6: patient ime code(s): e2403 h6: patient imf code(s): f26 h6: img code(s): g04105 h6: FDA device code(s): a141203 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d01 product event summary: the pump ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. Review of the alarm log file revealed one (1) high watts alarm, two (2) vad stopped alarms, and two (2) vad disconnect alarms were logged on (B)(6) 2022. The high watts alarm logged at 20:44:41 including a spike in power consumption above 25 watts. The first vad stopped alarm was then logged at 20:44:45 due to vad minimum speed failure. The vad minimum speed failure is the result of the pump operating below 1400 rpms for 10 seconds. A second vad stopped alarm was logged at 20:47:37 due to a failure of the pump to restart after several attempts. Additionally, multiple controller power up events and two (2) additional vad disconnect alarms were logged at 20:48:38 and 20:53:41, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting of the vad stopped alarms and due to the reported controller exchange. Of note, the data log file covering the reported event date were not available. As a result, the reported event was confirmed. Based on the risk documentation, possible causes of the observed high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. A possible root cause for the vad minimum speed failure can be attributed to a phase briefly opened on the front after an open phase on the rear stator was detected, causing the speed to decrease below 1400 rpms for 10 seconds. The most likely root cause of the second vad stopped alarm can be attributed to a failure of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21. CAPA pr00502194 is investigating pump failures to restart. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) was not returned but tested out of specification during manufacturer's log file analysis.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b5, device evaluation and a revision to the product event summary. ­ h6: the codes present in section h6 correspond to components/products that comprise the reported event. Revised product event summary: the pump (B)(6) was not returned for evaluation. The controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed a bent pin within power port two (2). The damaged pin did not allow a power source to connect to the controller. Visual inspection revealed contamination within both power ports and the pump connector. Internal visual inspection revealed a crack on a standoff post within the controller housing. These are additional findings not related to the reported event. Based on an investigation conducted under CAPA pr00384004, the root cause of observed bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. The most likely root cause of the observed controller ports contamination event can be attributed to handling of the device. Based on an investigation, the root cause of the observed standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Review of the alarm log file revealed one (1) high watts alarm, two (2) vad stopped alarms, and two (2) vad disconnect alarms were logged on (B)(6) 2022. The high watts alarm logged at 20:44:41 including a spike in power consumption above 25 watts. The first vad stopped alarm was then logged at 20:44:45 due to vad minimum speed failure. The vad minimum speed failure is the result of the pump operating below 1400 rpms for 10 seconds. Review of the event log life revealed multiple controller power up events logged between 20:46:25 and 20:46:57, indicating loss of power to the controller. Review of the controller's internal log files revealed instances that the (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). During to the losses of power, log files revealed safety alert word (saw) values were recorded involving (B)(6) , indicating overcurrent alerts. It is likely that the overcurrent condition prevented the battery from providing power, resulting in loss of power to the controller. A second vad stopped alarm was logged at 20:47:37 due to a failure of the pump to restart after several attempts. Additionally, multiple additional controller power up events without pump start events and two (2) additional vad disconnect alarms were logged at 20:48:38 and 20:53:41, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting of the vad stopped alarms and due to the reported controller exchange. As a result, the reported event was confirmed. Based on the risk documentation, possible causes of the observed high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. A possible root cause for the vad minimum speed failure can be attributed to a phase briefly opened on the front after an open phase on the rear stator was detected, causing the speed to decrease below 1400 rpms for 10 seconds. CAPA pr00544941 is investigating controller loss of power during pump start due to battery discharge overcurrent condition. The most likely root cause of the second vad stopped alarm can be attributed to a failure of the pump to restart after several attempts. (B)(6) is part of fca cvg-21-q3-21. CAPA pr00502194 investigated pump failures to restart. Based on an investigation conducted under CAPA pr00502194, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The vad remains in use.